Event description:
Reporter indicated a vns therapy pt was explanted due to infection at the generator site. The physician will wait 4-6 months before deciding to re-implant this pt. Antibiotics were given at the time of the infection, but the pt is no longer receiving the medication. "Staff was the cause of infection," and it is not known whether the pt touched or manipulated the device. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.